Event description:
It was reported that a dexcom g7 sensor paired to an ilet experienced intermittent signal loss followed by reconnection, with the user entering a pairing code and using a magnet to re-establish communication; during the call, the sensor reconnected and displayed a blood glucose value of 157 mg/dl, and troubleshooting education was provided confirming normal ilet function. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no alarms, and no hospitalization. Investigation included remote troubleshooting and user education focused on sensor-to-pump connectivity. Investigation of this case revealed communication interruption between the continuous glucose monitor and the ilet, with successful reconnection indicating the system was operating as designed after user-guided steps. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and environmental factors affecting cgm-to-pump communication, with device functioning as intended once re-paired.